Event description:
The report from centocor indicated that: a pt had an unknown 3.0x18mm stent placed in the rca. The pt had in-stent restenosis seven months later, and a 3.5x23mm cypherstent was placed to treat it. Twenty-one months later the pt had angina and sob, and a nuclear stress test which revealed reverse ischemia: pt had a little area that was hyperperfusing. At the time, the pt also had memory problems, dizziness, and was sick; pt had also lost 20lbs. Per reporter, the pt did not get an angiograph-- pt saw their family doctor and got a chest x-ray, which revealed a mass. The following month, the pt was admitted with a diagnosis of left upper flank pain, and an echocardiogram revealed a right ventricular wall mass that extended into the pericardium. The pt was discharged after two weeks, and died five days later. Per reporter, pt refused further work-up and biopsy after the initial one. The pt had a history of chronic lung disease, and had a thoracotomy where part of the right lower lobe was removed (date unk) pt had no smoking history. Pt had mild anemia post cypher implant: pt hemoglobin and hematocrit were 12 and 38, 13 and 41, and 22 months later were 12 and 35, which reporter stated were not significant. The pt's wbc's were okay(in the fours). Prior to that, the labs showed a hemoglobin and hematocrit of 13 and 39 two years prior to cypher implant. Pt medications pre-cypher were a calcium channel blocker, a pain medication, imdur, nexium, and at different times protonix and prevacid, sinemet and carafate. Post-cypher, pt had taken the same medications plus plavix, and iron supplement. When the pt was adimtted with left flank pain, their spouse reported that pt had been feverish, unable to walk, with night sweats, no appetite, and had experienced a 20-lb weight loss over a short period of time. The pt's discharged diagnosis stated: 1 large, right-sided mediastinal mass consistent with cardiogenic tumor, specific primary unknown and the pt refused further workup and biopsy; 2 chronic lung disease; 3 ishemic heart problems, prevoius angioplasty and stent placement; 4 anemia of chronic disease.